Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow alarms on their right ventricular assist device (rvad) during a recent procedure. The event log captured low flow events on (B)(6) 2022. It was also reported that the patient was off coumadin (warfarin) for the past two weeks due to gastrointestinal (gi) bleeding and was being monitored for thrombosis. Other than the anticoagulation status, there is no other concern for thrombus. Holding the anticoagulation did not resolve the gi bleed and the patient was in patient being treated for it. The low flows were likely caused by hypovolemia related to the bleed and they were occurring intermittently resolving with volume/ blood. Related MFR: 2916596-2022-15355.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of gastrointestinal (gi) bleeding and hypovolemia could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed three, transient low flow hazard alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account attributed them to the patient¿s hypovolemia related to gi bleeding. The controller event log files contained events from (B)(6) 2022 through (B)(6) 2022 and (B)(6) 2022 through (B)(6) 2022, per the timestamps. Three, transient low flow hazard alarms were captured on (B)(6) 2022. An additional, transient low flow hazard alarm was captured on (B)(6) 2022. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. It was reported that the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device (lvad) support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). It is stated that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi pump typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump . Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.